Event description:
The patient was intubated in ICU for respiratory failure. The endotracheal tube (ett )was noted to have an issue with the adapter coming loose at the end of the ett tube. The decision was made to exchange the ett tube. During the exchange the patient had a respiratory/cardiac arrest. The patient was revived, however, expired the next day. The patient had a history of: cva, cad with CABG, severe mitral valve disease, cardiomyopathy with ejection fraction (ef) of 19%, an implanted device, and diabetes.